Event description:
It was reported to philips that the co2 functionality was not working on this device.

Manufacturer narrative:
(B)(4). A follow up will be submitted upon completion of the investigation.